Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the media bay door was broken, the power cord bay door was broken and the power cord was damaged. It was also noted that the lower case half was damaged, and the upper hinge plate was replaced for cosmetic damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had broken back and side doors, that it was in need of a new stylus and that its power cord had exposed wires. It was further noted that the radiofrequency programmer head that accompanied it created noise on the channel. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.